Manufacturer narrative:
Pump received with an unresponsive keypad at the down and select button. Unable to perform the self test due to unresponsive keypad. The following were noted during visual inspection: scratched case, cracked case at battery tube side, cracked battery tube threads, stained keypad overlay, pillowing keypad overlay, and stained/peeling serial number label. The j1 connector on pcba1 was locked properly during visual inspection. Pump was cut open to perform visual inspection and found moisture damage on the pcba1 and pcba2. No damage found on the force sensor and motor. Force sensor zero offset within specification (24.2mv). The keypad overlay was removed to perform visual inspection, and no damage was found to keypad traces or dome switches. The test p-cap locks properly into the reservoir compartment. Activation-keypad/button unresponsive confirmed due to moisture damage on the pcba1 and pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the back button is not response. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed, and the buttons remained unresponsive. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1885 was requested, and the customer's response was that the device would be returned.